Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 280 mg/dl and an insulin injection was administered to address the bg level. A system check was performed twice and it was found that the cartridge appeared to be the source of the occlusion.